Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The user received questionable results for glucose hk generation 3 (gluc3) on the cobas 6000 c501 analyzer for one patient sample. The initial result was 135 mg/dl. This result was questioned as the patient is non-diabetic. The sample was repeated which yielded a result of 102 mg/dl. The patient was not affected as the initial result was not reported outside the laboratory. The reagent lot number for gluc3 was 630353.